Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lobectomy, to cut some parenchyma, the staples did not deploy, the device cuts the tissue. They closed with very thick tissue and did not see the stapler from the anvil side so they cannot say how the stapler was closed. They closed the stapler (handle to handle) and then cut the tissue with a knife. When they opened the stapler they saw some of the staple line was closed properly, however around 3 cm of staples were not closed and they had bleeding, which has to be stopped with sutures and two other cartridges to close the parenchyma. The device was fired and staples was closed properly in distal half 40% from the pin. The staples were open proximal to the pin. The operation was longer than thirty minutes. There was patient injury.